Manufacturer narrative:
Analysis: the returned device was inspected to determine the cause of the event. Upon opening the returned device, the catheter manifold had been separated from the main shaft. The adhesive bond connecting the catheter shaft to the manifold was fully intact. The catheter shaft had necked down to a smaller diameter and had been stretched prior to the shaft breaking. The catheter shaft had broken approximately 5mm prior to the adhesive bond within the manifold. The balloon of the returned device had a very large bend to it as the balloon had entered the mesenteric artery. Based on the approach from the femoral artery this bend is rather extreme for a stent and balloon intended to be used in the iliac and renal artery. The balloon was pressurized and found to be fully intact. There were no leaks in the balloon preventing it from deflating. Based on the details of the complaint it would appear that the balloon became lodged in the sheath while attempting to remove the catheter back through the sheath. If the balloon had not been allowed to fully deflate prior to attempting to withdraw the catheter it is possible that if too much force was applied that the catheter shaft would stretch and break. This is the most likely cause of the shaft breakage. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. A review of the proximal balloon bond joint tensile test data was evaluated for the 20 samples tested during the performance qualification of the shaft was conducted. The minimum break force seen was 22.5 newtons. Well above the 15 newton requirement. Conclusion: based on the review of the complaint details, the returned device and review of the device history records, atrium medical cannot conclude that the shaft breakage within the inflation manifold of the catheter was due to a manufacturing error or fault. Based on the details of the complaint it would appear that the balloon became lodged in the sheath while attempting to remove the catheter back through the sheath. If the balloon had not been allowed to fully deflate prior to attempting to withdraw the catheter it is possible that if too much force was applied that the catheter shaft would stretch and break. This is the most likely cause of the shaft breakage. Unfortunately the sheath used in the case was not returned. There is also a possibility that the sheath was damaged or kinked due to the extreme angle into the mesenteric artery.

Event description:
N/a

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm. The procedure was a fenestrated endovascular aneurysm repair using a cook medical fenestrated aaa graft in conjunction with the stent. Access was the common femoral artery the procedure went well and according to plan. Following the stenting of the superior mesenteric artery, when removing the balloon through the 7fr sheath the inflation hub snapped off the catheter. The balloon was able to be removed with a little difficulty, with no negative affect to the patient or his condition. The patient is doing well.